Manufacturer narrative:
The investigation is ongoing.

Event description:
As reported by our chinese affiliates, approximately 10 months post implant of a 23mm sapien 3 valve in aortic position, the echocardiogram report indicated moderate aortic valve regurgitation. The type of the regurgitation was unclear. 1 year and 5 months after the implant, the patient required hospitalization due to recurrent heart failure. It was unclear if the heart failure was directly related with the moderate regurgitation, but it could not be ruled out. The patient remained hospitalized. No more information was able to obtain since the patient was hospitalized in a different hospital with no access to the medical records.

Manufacturer narrative:
A supplemental MDR is being submitted for a completion to the engineering evaluation. The following sections of this report has been updated: update to b4, g3, g6, h2, h6, h11. The product was not returned; therefore, a no product return investigation was completed. As a device was not returned, visual inspection, functional testing, and dimensional testing were unable to be done. No imagery was provided. As no device was returned and there is no evidence to support a manufacturing/design defect potentially contributed to the complaint, a manufacturing mitigation review is not required. The commander delivery system with s3 valve IFU was reviewed. Warnings include, 'accelerated deterioration of the thv may occur in patients with an altered calcium metabolism'. Potential adverse events also include, 'valve migration, malposition or embolization requiring intervention' and 'valve regurgitation, paravalvular or transvalvular'. A review of edwards lifesciences risk management documentation was performed for this case. Current risk mitigations include design and manufacturing controls, IFU warnings and cautions, and physician training. No evidence of product non-conformances or labeling/IFU inadequacies were identified in the evaluation.' The complaint for regurgitation - unknown was unable to be confirmed due to unavailability of medical record and/or applicable imagery. A presence of a manufacturing non-conformance was unable to be determined. Review of the DHR did not provide any indication that a manufacturing non-conformance would have contributed to the complaint event. A review of IFU/training materials revealed no deficiencies. Furthermore, no abnormalities were reported during device unpacking or preparation. Per the instructions for use (IFU), valve regurgitation (including paravalvular leak (pvl) and transvalvular leak (central)) are known potential adverse events associated with bioprosthetic heart valves and the transcatheter valve replacement (thv) procedure. Central regurgitation which develops progressively over time can be due to several issues including patient-related factors, structural valve deterioration (e.g. Calcification, leaflet thickening), and/or nonstructural dysfunction (fibrosis, pannus formation). Paravalvular leak refers to blood flowing through a channel between the structure of the implanted valve and the cardiac tissue due to lack of appropriate sealing of the valve to the target site. Some pvl is not uncommon post-deployment. Many cases are mild to moderate, and either resolve over time or do not cause symptoms. Others may be more clinically significant and require intervention. The mechanism behind worsening or late pvl is not well understood but may be related to cardiac remodeling. As reported, '10 months after the implant, the echocardiogram report indicated moderate aortic valve regurgitation. The type of the regurgitation was unclear. 1 year and 5 months after the implant, the patient required hospitalization due to recurrent heart failure. It was unclear if the heart failure was directly related with the moderate regurgitation'. Due to limited information, a definitive root cause is unable to be determined at this time. Per the assessment, it has been determined that no CAPA, scar, or pra is required as the established triggers have not been met. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review.